Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this investigation as the pump was not returned for evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Lastly, an analysis of the log files provided by the account confirmed pump power and flow elevations; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log files collectively contained data from (B)(6) 2019 through (B)(6) 2019. Power and flow elevations were observed in the log files starting on (B)(6) 2019. Although, power and flow elevations were observed, the pump speed remained above the low speed limit for the duration of the file and appeared to be functioning as intended. Multiple attempts for the additional information regarding the CT scan results were sent to the account, however no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists device thrombosis, hemolysis, neurological dysfunction, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 entitled ¿patient care and management¿ also lists neurological dysfunction as a potential late postimplant complication. Lastly, section 6 outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review. The submitted log files collectively contained data from (B)(6) 2019 through (B)(6) 2019. Power and flow elevations were observed in the log files starting on (B)(6) 2019 the account later communicated that the patient had an elevated lactate dehydrogenase (ldh) value that initiated anticoagulation. No actions were performed to troubleshoot the power and flow elevations; however, the patient was treated with anticoagulation medication and acetylsalicylic acid (asa or aspirin). The patient was also reported to experienced abdominal pain and frequent sub-therapeutic international normalized ratio (inr) that required an admission for acute on chronic abdominal pain. On (B)(6) 2019, the patient also presented with neurological changes. It was noted that the patient had a history of right hemicolectomy in (B)(6) 2018 and computerized tomography (CT) scans revealed colitis and a possible inflamed appendix that was retained. No changes were made to the pump parameters and a ramp echocardiogram (echo) was deferred due to the patient having a history of severe aortic insufficiency (ai). The account communicated that the patient was admitted for heparin bridging, however, the patient¿s ldh continued to increase. The team concluded that the patient needed a pump exchange for pump thrombosis, but the patient declined and opted for home hospice. The patient ultimately expired on (B)(6) 2019. The account communicated that the pump was not explanted.

Manufacturer narrative:
Weight was requested but not provided. Approximate age of device - 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had power and flow elevations; however, during the manufacturer's log analysis mentioned that there were no unusual events seen. The pump parameters changes were managed with routine oral medications and heparin drip; medical intervention was performed to preclude permanent injury. The ldh will be monitored for trending purposes. The patient also has frequent subtherapeutic inr. Will conservatively report the event due to use of IV medication/ heparin in response to this situation. Until new information that the heparin was exclusively used for inr bridging. On (B)(6) 2019 it was reported that an updated log file was submitted and noted pump power on an upward trend with the pi value on a slight downward trend. On (B)(6) 2019 additional information was provided that the patient was admitted for acute "on" chronic abdominal pain h/o sub therapeutic inr on lovenox at home x 1 month. CT scans revealed colitis and possible retained appendix inflamed. A hemolysis marker was confirmed due to the reported ldh 1200 units/l. Patient plan of care heparin gtt, persantine, ldh trend, tegs. Current patient condition and status include: abdominal duplex ordered and completed. Neuro status changes today. Stat CT head. It was reported that ramp echo deferred at this time d/t patient h/o of severer ai. Inr therapeutic on admission. Heparin gtt initiated when ldh increased. Another log file was sent in for analysis. There were no alarms noted over the 10 day period recorded in the log file. The power and flow have been trending up over this period with an emphasis of gain noted between (B)(6) 2019 which appears to be physiological in nature. No further information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. Additionally, analysis of the log files provided by the account confirmed pump power and flow elevations; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained data from 02jan2019 to 14jan2019. Power and flow elevations were observed in the log files starting on 09jan2019. Although, power and flow elevations were observed, the pump speed remained above the low speed limit for the duration of the file and appeared to be functioning as intended. The account communicated stating that the patient had an lactate dehydrogenase (ldh) value of 1312 units per liter, a heart rate of 70-80 beats per minute and a doppler pressure of 80-86 mmhg. The account stated that there were no actions performed to troubleshoot the power and flow elevations. The patient was treated with heparin infusion, persantine and acetylsalicylic acid (asa). It was also reported that the patient was experiencing abdominal pain and frequent sub-therapeutic inr. The account communicated again stating that the patient was admitted for acute on chronic abdominal pain. The patient¿s ldh was also noted at 1200 and was given heparin ggt and persantine. The patient¿s ldh was observed for trends and thromboelastography (teg) tests were performed to monitor the patient. Abdominal duplex was completed and found neuro status changes. A stat CT head scan was requested. The heartmate ii lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Lastly, the IFU outlines the recommended anticoagulation therapy and inr range. Multiple attempts for the additional information regarding the CT scan results were sent to the account, however no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No further information was provided. The manufacturer is closing the file on this event.